Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced erratic blood glucose over 250 mg/dl but under 500 mg/dl with no reported signs or symptoms of hyperglycemia, and 63 mg/dl with unsteadiness when standing/walking. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that the patient¿s healthcare provider had made basal rate changes associated with the alleged bg excursions. During troubleshooting, it was noted that the cartridge had not been changed in five days, which is against the instructions for use. The alleged elevated bg does not meet animas¿ criteria for a serious injury. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the cartridge.